Event description:
Reporter alleged blood glucose measured 433 & 531 mg/dl when testing was performed back to back and emergency medical technicians (emts) were called as a result of the high readings. It was stated when emts arrived within 5 minutes their result was "normal" which customer indicated is not greater than 200 mg/dl. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.